Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The sulu was received partially fired with staples protruding at the proximal end of the cartridge. No damage was noted to the knife blade. The sulu was loaded into a pmv representative instrument. The sulu and representative device were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection procedure, at the 1st firing of resection of mouth side colon, the surgeon clamped the tissue and tried to fire the device, however could not push the plastic knob and could not fire the device. Replaced the cartridge and the firing was completed with no problem. There was no patient injury.